Manufacturer narrative:
A review of the device history record for the lot in question indicated the device complied with all functional and visual final qa acceptance criteria. The device was evaluated upon receipt and determined to comply with all qa acceptance criteria. This is the first reported complaint of this nature for this type of device. A root cause could not be determined for this complaint. There were no patient complications reported other the migration of the device. If additional information becomes available, a supplemental report will be filed.

Event description:
Corelink surgical was made aware on march 22, 2018, of a two-level lateral lumbar interbody fusion (llif) at l2-l3, l4-l5, that was performed on (B)(6) 2018. One-week post operation x-rays indicated surgery was successful. At week two, lateral cage that was implanted had migrated. On (B)(6) 2018, revision surgery was performed to remove the migrated implant.